Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system was selected for use. 14,000 units of heparin were given and the transseptal puncture was performed. A pigtail catheter was inserted into the access system. A 24mm watchman flx laa closure device and delivery system was advanced into the access system and the closure device was deployed. During the deployment, a thrombus was visualized on top of the face of the closure device. The patient's activated clotting time (act) was 260 seconds. 5,000 additional units of heparin were given to the patient. The imager continued to visualize the thrombus on the access system and device. The second act was 277 seconds, so an additional 5,000 units of heparin were given. A sentinel cerebral protection device was then placed. The laac procedure was completed and the closure device was implanted. A large syringe was attached to the watchman flx delivery system and blood was aspirated to pull back the thrombus into the sheath. This was not successful so the physician decided to pull the sheath back to the right side. The thrombus was still visualized on the face of the device, so high dose heparin was given in the hospital. The patient was admitted overnight for continuous observation and has since been discharged from the hospital.